Event description:
It was reported that an alarm without error message was observed. The patient's pump alarmed without an error message when priming the extension tube. The extension set was in the correct direction (filter closest to the catheter). A test on the patient's second pump had the same issue. By changing the extension set, the issue was solved. No clinical consequence for patient were reported. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4)., as a result of warning letter cms# (B)(4).. No problems or issues were identified during this device history record review. One sample was received in unused condition inside a plastic bag with their original packaging. Visual and functional testing were performed. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. The samples did not present any damage, scuffs, pinch marks, cracks, crazing, etc. That could cause the failure mode reported. Samples were received without a blue clip and without white cap. During the functional testing, the sample was fully primed and connected without difficulty, the pump was set running and no alarms were activated. The complaint was not confirmed. No root cause was determined due to the complaint was not confirmed. The actions taken were not performed due complaint was not confirmed.